Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid leak from access 2 immunoassay system. The customer stated that proper ppe was worn during clean-up. There was no report of injury or exposure to the hazardous fluids.

Manufacturer narrative:
The customer stated that liquid waste weight sensor was not functioning. Service was dispatched and onsite on (B)(4) 2011. The field service engineer (fse) replaced fluidics module sensor. Fse verified system performance to published specifications. Hardware was the root cause for this event.